Event description:
It was reported that the shaft of the large needle driver instrument appears scratched, but is smooth and is without splinters. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument to have deep scratches on the main tube. Material has been removed in an area approximately .725" by .300". The damage is located approximately .875" from the proximal clevis. Based on the location and appearance, the damage was most likely caused by instrument collisions. Electrical continuity passed. No ther damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.